Event description:
It was reported that balloon rupture occurred. A 2mm x 40mm x 144cm coyote es balloon catheter was selected for use. The balloon was tested prior to the case; however, during the first inflation at nominal pressure, the balloon burst. The procedure was not completed. No patient complications were reported.